Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 2d images were over-exposed. Attempt was made to improve the image quality through adjusting the roi, collimation, 15 pulses/sec, fluoro+, and edge enhancement but it did not resolve the issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: medtronic received information that the patient was under exposed and not over exposed. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported issue was resolved via calibration of the generator. Analysis found that the software functioned as designed.